Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1202 "proximal pressure line disconnect" alarm error occurred. The device only had software version 3.00 installed. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.